Event description:
It was reported that over the last couple of months the patient has experienced an increase in seizures to 10 short seizures per day. The patient's family has moved countries and the previous neurologist increased the patient's medications. The patient's father reported that the vns worked well for the patient and would like to find a physician in the new country that can adjust the device settings. A physician was provided to the patient. It is unknown if the increase in seizures is an increase above the patient's pre-vns frequency. Attempts to obtain additional relevant information have been unsuccessful to date.